Event description:
The plaintiff alleges that on or about july 10, 1997, plaintiff underwent a rast test that established plaintiff had become hypersensitive to latex. Plaintiff has incurred medical and hosp expenses, became disabled from chosen occupation as a registered nurse, and suffered great pain of mind and body. Finally the plaintiff's child alleges that child has been deprived of plaintiff's care, comfort, society, companionship resulting in a loss of consortium.